Event description:
The following was reported with regards to a catheter revision: trimmed off about a half inch of the existing catheter which was damaged. Spliced and replaced that with the new one. The damage was unspecified and no pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system dilaudid. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.